Event description:
The customer reported to olympus that the bronchovideoscope had an b30 scope communication error. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found that the customer¿s reported image issue could not be reproduced. Additional evaluation found the following: the bending section cover or distal sheath was stretched, scratched, and adhesive was removed; the bending section cover or distal sheath's glue was peeled; the insertion tube had a boot dent; the control body and scope connector's advanced diagnostics fluid was wet; the image was noisy; and there was a low angulation. Based on the results of the investigation, b30 scope communication error likely occurred by conduction failure caused by fluid invasion on the scope connector and/or the subject device. A definitive root cause cannot be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.